Event description:
It was reported the insulin pump had damage, the display was cracked. Customer stated the device was not dropped or bumped. Customer did not recall any significant events that may lead to the damage. Customer stated she delivered a bolus during lunch and device was ok. Then for dinner customer noticed the display was cracked and the device was off. Customer inserted a new battery and the device was still off. Customer did not know blood glucose value. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test and off no power test. No blank display noted. The device was received with cracked case at the display window corner, cracked reservoir tube lip, cracked lcd window.